Event description:
A malfunction was reported on the pump involving a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. The malfunction alarm was cleared, and insulin delivery was resumed successfully.